Manufacturer narrative:
An event of thrombus was reported. Information from field indicated that the drt was alleged to be a part of the endothelization process. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4440 removed. H6 health effect - impact code: code 4641 removed. H6 medical device problem code: code 4001 removed.

Event description:
It was reported that on an unknown date, an unknown amplatzer amulet left atrial appendage occluder was implanted in a patient. It was later reported during a 45 day post-procedural transesophageal echocardiography (tee) that a device related thrombus (drt) was suspected on the disc. It was reported the patient was placed back on novel oral anticoagulants (noacs) and dual antiplatelet therapy (dapt). It was later reported on 11 august 2023, the physician believed the alleged drt was in actuality part of the endothelization process. The patient status was reported as stable.

Event description:
It was reported that on an unknown date, an unknown amplatzer amulet left atrial appendage occluder was implanted in a patient. It was later reported during a 45 day post-procedural transesophageal echocardiography that a device related thrombus was noted on the disc. It was reported the patient was placed back on novel oral anticoagulants (noacs).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.